Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) comment vascular access and infusion specialists - chat room "question about bard access wires/stylet wires: I saw recent posts on here about wires coming fractured/bent in kits. We recently had a case where a 2cm fragment of access wire (not stylet) was retained in a patient¿s vein after a failed attempt at the bedside, discovered by chance in ir upon referral. Looking for similar experiences or info regarding this if anyone has input. This is a first for us."